Manufacturer narrative:
This lot was manufactured april 13, 2017 ¿ april 14, 2017. One actual infusor unit was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. The ruptured bladder was microscopically examined with no signs of abnormality found on the ruptured bladder. The reported issue was verified. The cause was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured with "a big noise" while the pump was being filled with 50ml of 5fu. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Date received by MFR - the date should have been 10/11/2017 and not 10/12/2017. Should additional relevant information become available, a supplemental report will be submitted.